Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
During a laser vision correction treatment, the surgeon had noticed a perforated flap during the lift process. The surgeon elected to abort the procedure. The surgeon indicated the perforated flap was near the visual axis. The surgeon indicated he saw the abrasion when he noticed the perforated flap near the visual axis. At the time of incident, there was no bandage contact lens used. The surgery center indicated there were no medical or surgical intervention required. The surgeon¿s plan of action was to have patient return for a photorefractive keratectomy (prk) procedure.